Event description:
A customer reported a discrepant result when using the chromid (B)(6) plate. The plate was inoculated with a nasal swab from a patient sample. After 18 hours of incubation, the plate was (B)(6) for (B)(6). A second sample from the patient tested (B)(6) for (B)(6). An internal investigation has been started by biomerieux.

Manufacturer narrative:
A customer reported a discrepant negative result for (B)(6) involving the chromid® (B)(6) plate and a patient sample. An internal biomérieux investigation was conducted. Results are as follows: the customer reported two samples (nasal and groin swabs) from a patient were streaked on each half of one plate. At 19 hours of incubation, no growth was observed for the nasal swab and weak growth for the groin swab. After 43 hours of incubation, weak growth for the nasal swab was observed and reasonable growth for the groin swab. -analysis of the customer strains was not possible since the customer indicated the strains were not available. -review of complaint records indicated no other complaints were registered for the batch. -review of the batch records indicated: no discrepancies were detected during the manufacturing results of quality control laboratory are in accordance with our specifications as indicated in the quality certificate. -bacteriological analysis was performed on retained samples of the involved batch. The retained samples were inoculated and a reference batch of (B)(6) (1004805670, exp date 2016-06-28) following the qc method with the (B)(4) qc strains (multiresistant). In parallel, a batch of gts (1004848320, exp date 2016/10/03) was used for control. Results showed good growth of pink colonies for the qc strain staphylococcus aureus atcc 43300 and staphylococcus aureus 0306055 from 18 to 24 hours of incubation on both batches of mrsa. The defect observed by the customer was not reproduced with the qc strains. Without customer's strains, it is not possible to continue the investigation. The issue observed by the customer could be related with a defect of the preservation of the product and/or an inappropriate use of the medium (2 samples on the same plate). Device not submitted.